Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 47.9 cm. An internal short was found between the inner coil and outer coil conductor paths at the suture tie impression and compressed outer coil region. Analysis found an inner insulation abrasion exposing the inner coil at the suture tie impression at 16.1 cm to 16.4 cm from the connector pin and compressed outer coil region at 16.3 cm from the connector pin. The cause of the reported events was isolated to the inner insulation abrasion exposing the inner coil due to excessive suture tie down forces. Also, damage due to surgical procedure was noted.

Event description:
It was reported that the atrial lead exhibited an increase in noise, which was suspected to be caused by loss of insulation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: - results code should not have included friction problem and conclusion code should be use error.